Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not feed into the jaw properly. The case was completed with another device. There was no pt consequence.